Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the intermittent catheter having issue from the order. They states that the 7 of the catheters were bent in the box and not lubricated. RMA for 7 catheters.

Event description:
It was reported that the intermittent catheter having issue from the order. They states that the 7 of the catheters were bent in the box and not lubricated. RMA for 7 catheters.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure.the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.